Event description:
The customer reported hearing a grinding noise during probe movement on a coulter ac·t 5diff cap pierce (cp) hematology analyzer. The customer also observed clear liquid of approximately 1ml dripping on the plastic shield that covers the baths. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/22/2015 and documented that the reported issue of grinding noise heard by the customer during probe movement did not occur while the fse was onsite. To resolve the leak, the fse removed and replaced the probe wash block, o-rings, and replaced the piercing needle due to corrosion buildup. The fse ran the instrument thoroughly and verified no further diluent was getting onto the bath cover and there was no further leakage observed. As a preventative measure, the fse cleaned and lubricated the probe movement guide rods and the block mechanism that slides along the guide rods. The fse performed startup, latex, mode to mode test, and ran all levels of qc (quality controls), all within specifications. (B)(4).